Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that insulin pump would not turn the back light on when pressing the button. The customer changed the battery but issue persisted. Blood glucose is under control. It was stated that the customer is in the hospital because of depression. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had no backlight functioned due to a faulty panel on the display circuit board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.